Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated based on the cgm displaying a reading of 46 mg/dl, they took glucose tablets, ate and drank orange juice. The patient indicated that the cgm reading was not changing and although she was not feeling any symptoms, her friend took her to the emergency room (ER) where shew as treated with an intravenous (IV) therapy of glucose. A finger stick reading was not taken at the time of event as the patient and hospital staff were basing treatment off the cgm. After time had passed, the patient asked for their bg to be checked and her bg levels were at 400 mg/dl. The patient stayed in the ER until her bg levels dropped to 107 mg/dl. Additionally, the patient indicated that they did not experience a hypoglycemic event as the values between the cgm and bg meter were inaccurate. At the time of contact, the patient was doing fine. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.